Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator battery was not charging. Patient involvement is unknown. The service engineer inspected the device and verified the reported issue. The se replaced the battery and performed extended self-testing on the device.

Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; however, the ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall power. An investigation was performed and the product analysis technician reported that the root cause was isolated to a short circuit in the battery. If information is provided in the future, a supplemental report will be issued.